Event description:
The customer observed architect analyzer error code 1007 (unable to process test, activated read failure) for the cea assay when reaction vessel lot 80275p100 was in use. The customer was able to generate a result when the sample was retested. The customer was asked to monitor the error frequency and send the analyzer's result log to abbott for evaluation. There was no impact to patient management.

Manufacturer narrative:
(B)(4):architect i2000 analyzer, list # 8c89-01, (B)(4) no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular (B)(4) lot were responsible for a majority of the static discharge events. Analysis of this (B)(4) lot determined it has unique compositional and analytical characteristics when compared to other (B)(4) lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' (B)(4) that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers (B)(4). Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming (B)(4) material, and to improve the supplier's (B)(4) process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Correction to, date received by manufacturer: upon retrospective review, it was discovered the initial medwatch was submitted with an incorrect date received by the manufacturer ((B)(4) 2009). The correct date received by the manufacturer is (B)(4) 2009 which has been corrected in this follow up medwatch submission. An investigation is in process. A final report will be submitted when the investigation is complete.